Event description:
An international distributor contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 they were contacted by a patient's mother who claimed that patient experienced a rash at insertion site on (B)(6) 2014. The international distributor stated in behalf of the patient's mother that the rash caused no permanent damage, and lasted one day. The patient's mother sought medical intervention on (B)(6) 2014 from a physician and was given a rash ointment. No further medical intervention was necessary.